Event description:
It was reported that the device controller was emitting a smell of "burnt plastic" while charging. The charging port was also noted to be damaged. The user confirmed using an insulet charging cable. The patient reported that the controller was connected to the charger for 7 hours. The patient's blood glucose level was reported to be between 70 mg/dl and 120 mg/dl. Medical intervention was not required, nor did the patient experience any physical harm. A replacement controller was issued, to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res# (B)(4) was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.